Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 50 mg/dl. The customer experienced different blood glucose level of 136 mg/dl and 133 mg/dl. The customer was not treated for low blood glucose level. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer did not report any symptoms for low blood glucose level. The customer did not allege that the insulin pump was over delivering. Troubleshooting was performed for low blood glucose level and for over delivery. The insulin pump will not be returned for analysis.